Event description:
It was reported that bd as lvp bld180m 15d ss tubing leaked. The following information was provided by the initial reporter: primed IV line for blood with no concern. Upon inserting it into alaris pump, blood started leaking from the IV tubing following closing the pump. Writer immediately self clamped the tubing through kinking it. Blood leaked into alaris pump and all over writers scrub and skin. Complaint noticed: during / after use. Problem frequency: 1st time. Patient injury: no.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
MDR made in error it was duplicate of pr (B)(4) - needs to be canceled.

Event description:
Material: 2477-0007 batch#: 24036384 it was reported by the customer that pt primed IV line for blood with no concern. Upon inserting it into alaris pump, blood started leaking from the IV tubing following closing the pump. Writer immediately self clamped the tubing through kinking it. Blood leaked into alaris pump and all over writers scrub and skin. Verbatim: rcc received a complaint via email. Email(s) attached dear supplier, this e-mail is automatically generated from a non monitored mailbox. Please do not respond to this e-mail. Xxxx has received the following product complaint from our customer regarding a product purchased from your company.please provide us with a written acknowledgment to this report advising us of your complaint reference number within 10 business days. * please provide your investigation results and corrective actions within 90 days of this notice* to ensure compliance with our medical device regulations which are governed by health canada¿s food and drug act. The following are all the available complaint details now: chc complaint reference #: (B)(4). Customer (hospital) name: xxx customer address: xxx contact name: xxxx phone: xxx e-mail: xx correspondence language: english cat# of product being complained: al2477-0007 description of product: gem nv bld 1ss dehp-free 10ea/ca lot or s/n: (B)(6). Complaint category: leaking reportable: no incident date: 07 jun 2024 hospital complaint reference #: details of complaint (reported issue): pt primed IV line for blood with no concern. Upon inserting it into alaris pump, blood started leaking from the IV tubing following closing the pump. Writer immediately self clamped the tubing through kinking it. Blood leaked into alaris pump and all over writers scrub and skin. Complaint noticed: during / after use problem frequency: 1st time customer exposure: intensive care patient injury: no has health canada been informed? Unknown qty affected: 42 ea samples available? No is customer requesting an rga?: no return qty: best regards, xxxx.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leak. Two unused samples model 2477-0007, lot 24036384 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and placed into the pump. No leakage was observed. The customer complaint was unable to be replicated. Additionally, the bd clinical team has been notified of the failure to determine if further training or instruction is needed for use of the extension sets. A device history record review for model 2477-0007 lot number 24036384 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.